Manufacturer narrative:
Evaluation of the returned cat7 confirmed kinks on the distal shaft. If the device is manipulated against resistance or is otherwise mishandled at extreme angles during use, damage such as kinks may occur. Further evaluation revealed an ovalization on the proximal shaft. This damage was likely incidental to the reported complaint. During functional testing, a demonstration sep7 was advanced through the ovalization on the proximal shaft of the cat7 with resistance but was unable to advance through the kinks on the distal shaft. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the femoral popliteal graft using an indigo system cat7 aspiration catheter (cat7), an indigo system separator 7 (sep7), and a non-penumbra sheath. It should be noted that the patient had a steep aortic bifurcation. During the procedure, the physician completed two passes using the cat7 and removed the cat7 to clear. The physician then advanced the cat7 into the sheath with resistance to the target vessel for the third pass. While attempting to advance the sep7 into the cat7 to clear clot in the sheath, the physician experienced resistance and decided to remove the cat7. Upon removal of the cat7, the physician noticed the distal end of the cat7 was kinked. It was reported that the sep7 would not go through the cat7. The procedure was completed using a new cat7, the same sep7 and the same sheath. There was no report of an adverse effect to the patient.